Event description:
It was reported that the patient connector of a minicap transfer set was disconnected from the titanium adapter. It was further reported that the point of connection with the titanium connector was unsealed and the protection of the transfer set tip was twisted. It was stated the patient connected the disconnected end of the transfer set, which they found in bed. This event occurred during use of the device for peritoneal dialysis (pd) therapy. As prevention of peritonitis, vancomycin treatment was implemented. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.